Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain"), back pain ("pain in the lumbar zone that have invalidated me") and dental caries ("infection and caries in different teeth") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("hands pain, especially to the right one"), epistaxis ("nosebleeds") and menorrhagia ("abundant menstrual flow"). In 2014, the patient experienced lymphadenopathy ("enlarged lymph node under the left armpit"), pyrexia ("fever") and viral upper respiratory tract infection ("cold for long periods"). In 2015, the patient experienced bartholinitis ("inflammation in a bartolini gland"). On an unknown date, the patient experienced back pain (seriousness criteria hospitalization and disability) with mobility decreased, bronchitis ("bronchitis"), dental caries (seriousness criterion medically significant), gingivitis ("gingivitis"), chest pain ("chest pain"), abdominal pain upper ("stomach pain"), abdominal pain ("belly ache"), gastrointestinal disorder ("intestinal problems"), headache ("headaches"), ear pain ("sometimes ear ache"), arthralgia ("night pain to elbows and knees"), myalgia ("muscle aches, almost everywhere"), fatigue ("chronic fatigue"), vision blurred ("often blurred vision"), tachycardia ("tachycardia"), disturbance in attention ("loss of concentration"), syncope ("fainting"), paraesthesia ("stings and shakes from the neck to the sacred bone") and tremor ("stings and shakes from the neck to the sacred bone"). The patient was treated with pregabalin (lyrica), surgery (to remove the essure device) and surgery (one teeth had to be extracted and two teeth had to be devitalized). Essure was removed on (B)(6) 2017. In 2017, the pain in extremity had resolved. At the time of the report, the pelvic pain, bronchitis, epistaxis, menorrhagia, lymphadenopathy, pyrexia, viral upper respiratory tract infection, bartholinitis, dental caries, gingivitis, chest pain, abdominal pain upper, abdominal pain, gastrointestinal disorder, headache, ear pain, arthralgia, myalgia, fatigue, vision blurred, tachycardia, disturbance in attention, syncope, paraesthesia and tremor had resolved and the back pain had not resolved. The reporter considered abdominal pain, abdominal pain upper, arthralgia, back pain, bartholinitis, bronchitis, chest pain, dental caries, disturbance in attention, ear pain, epistaxis, fatigue, gastrointestinal disorder, gingivitis, headache, lymphadenopathy, menorrhagia, myalgia, pain in extremity, paraesthesia, pelvic pain, pyrexia, syncope, tachycardia, tremor, viral upper respiratory tract infection and vision blurred to be related to essure. The reporter commented: the patient stated hat the pain in the lumbar zone that invalidated she, so much so that once she fainted and she was paralyzed in bed, for a full day, so much to have to call the ambulance. Following essure removal, the above mentioned issues have disappeared, except the pains in the lumbar area, for which she was investigating. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain"), back pain ("pain in the lumbar zone that have invalidated me"), noninfective bartholinitis ("inflammation in a bartolini gland") and dental caries ("infection and caries in different teeth") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("hands pain, especially to the right one"), epistaxis ("nosebleeds") and menorrhagia ("abundant menstrual flow"). In 2014, the patient experienced lymphadenopathy ("enlarged lymph node under the left armpit"), pyrexia ("fever") and nasopharyngitis ("cold for long periods"). In 2015, the patient experienced noninfective bartholinitis (seriousness criterion hospitalization). On an unknown date, the patient experienced back pain (seriousness criteria hospitalization and disability) with mobility decreased, dental caries (seriousness criterion medically significant), bronchitis ("bronchitis"), gingivitis ("gingivitis"), chest pain ("chest pain"), abdominal pain upper ("stomach pain"), abdominal pain ("belly ache"), gastrointestinal disorder ("intestinal problems"), headache ("headaches"), ear pain ("sometimes ear ache"), arthralgia ("night pain to elbows and knees"), myalgia ("muscle aches, almost everywhere"), fatigue ("chronic fatigue"), vision blurred ("often blurred vision"), tachycardia ("tachycardia"), disturbance in attention ("loss of concentration"), syncope ("fainting"), pain ("stings and shakes from the neck to the sacred bone") and tremor ("stings and shakes from the neck to the sacred bone"). The patient was treated with pregabalin (lyrica), surgery (to remove the essure device), surgery (bilateral marsupialization of bartholin's gland cysts) and surgery (one had to be extracted and two teeth had to be devitalized). Essure was removed on (B)(6) 2017. In 2017, the pain in extremity had resolved. At the time of the report, the pelvic pain, noninfective bartholinitis, dental caries, bronchitis, epistaxis, menorrhagia, lymphadenopathy, pyrexia, nasopharyngitis, gingivitis, chest pain, abdominal pain upper, abdominal pain, gastrointestinal disorder, headache, ear pain, arthralgia, myalgia, fatigue, vision blurred, tachycardia, disturbance in attention, syncope, pain and tremor had resolved and the back pain had not resolved. The reporter considered abdominal pain, abdominal pain upper, arthralgia, back pain, bronchitis, chest pain, dental caries, disturbance in attention, ear pain, epistaxis, fatigue, gastrointestinal disorder, gingivitis, headache, lymphadenopathy, menorrhagia, myalgia, nasopharyngitis, noninfective bartholinitis, pain, pain in extremity, pelvic pain, pyrexia, syncope, tachycardia, tremor and vision blurred to be related to essure. The reporter commented: the patient stated that the pain in the lumbar zone that invalidated she, so much so that once she fainted and she was paralyzed in bed, for a full day, so much to have to call the ambulance. Following essure removal, the mentioned issues have disappeared, except the pains in the lumbar area, for which she was investigating. Her physician reported that essure insertion procedure was performed in day hospital regimen without any problem, leaving in cavities 6 micro-spirals on right and 5 on left. Patient performed the planned postoperative check without reporting any side effects, but on the contrary total satisfaction, and required a new check of tubal occlusion without any change if not that of unjustified anxiety. She continued to not report any side effects even during a following hospitalization due to bilateral marsupialization of bartolini's gland cysts, to which she turned to the undersigned again on (B)(6) 2015 and during which she did not report any collateral symptoms related to the previous placement of micro-spirals, but wondering if there could be a connection between the two episodes, receiving a totally negative answer. Since 2017 she reported occurrence of dissimilar and nonspecific subjective symptoms that in physician's opinion were not connected to micro-spirals. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: bilateral occlusion confirmed; in (B)(6) 2014: bilateral occlusion confirmed . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain"), back pain ("pain in the lumbar zone that have invalidated me"), noninfective bartholinitis ("inflammation in a bartolini gland") and dental caries ("infection and caries in different teeth") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("hands pain, especially to the right one"), epistaxis ("nosebleeds") and menorrhagia ("abundant menstrual flow"). In 2014, the patient experienced lymphadenopathy ("enlarged lymph node under the left armpit"), pyrexia ("fever") and nasopharyngitis ("cold for long periods"). In 2015, the patient experienced noninfective bartholinitis (seriousness criterion hospitalization). On an unknown date, the patient experienced back pain (seriousness criteria hospitalization and disability) with mobility decreased, bronchitis ("bronchitis"), dental caries (seriousness criterion medically significant), gingivitis ("gingivitis"), chest pain ("chest pain"), abdominal pain upper ("stomach pain"), abdominal pain ("belly ache"), gastrointestinal disorder ("intestinal problems"), headache ("headaches"), ear pain ("sometimes ear ache"), arthralgia ("night pain to elbows and knees"), myalgia ("muscle aches, almost everywhere"), fatigue ("chronic fatigue"), vision blurred ("often blurred vision"), tachycardia ("tachycardia"), disturbance in attention ("loss of concentration"), syncope ("fainting"), pain ("stings and shakes from the neck to the sacred bone") and tremor ("stings and shakes from the neck to the sacred bone"). The patient was treated with pregabalin (lyrica), surgery (to remove the essure device), surgery (bilateral marsupialization of bartholin's gland cysts) and surgery (one had to be extracted and two teeth had to be devitalized). Essure was removed on (B)(6) 2017. In 2017, the pain in extremity had resolved. At the time of the report, the pelvic pain, bronchitis, epistaxis, menorrhagia, lymphadenopathy, pyrexia, nasopharyngitis, noninfective bartholinitis, dental caries, gingivitis, chest pain, abdominal pain upper, abdominal pain, gastrointestinal disorder, headache, ear pain, arthralgia, myalgia, fatigue, vision blurred, tachycardia, disturbance in attention, syncope, pain and tremor had resolved and the back pain had not resolved. The reporter considered abdominal pain, abdominal pain upper, arthralgia, back pain, bronchitis, chest pain, dental caries, disturbance in attention, ear pain, epistaxis, fatigue, gastrointestinal disorder, gingivitis, headache, lymphadenopathy, menorrhagia, myalgia, nasopharyngitis, noninfective bartholinitis, pain, pain in extremity, pelvic pain, pyrexia, syncope, tachycardia, tremor and vision blurred to be related to essure. No further causality assessment were provided for the product. The reporter commented: the patient stated hat the pain in the lumbar zone that invalidated she, so much so that once she fainted and she was paralyzed in bed, for a full day, so much to have to call the ambulance. Following essure removal, the mentioned issues have disappeared, except the pains in the lumbar area, for which she was investigating. Her physician reported that essure insertion procedure was performed in day hospital regimen without any problem, leaving in cavities 6 micro-spirals on right and 5 on left. Patient performed the planned postoperative check without reporting any side effects, but on the contrary total satisfaction, and required a new check of tubal occlusion without any change if not that of unjustified anxiety. She continued to not report any side effects even during a following hospitalization due to bilateral marsupialization of bartolini's gland cysts, to which she turned to the undersigned again on 12 october 2015 and during which she did not report any collateral symptoms related to the previous placement of micro-spirals, but wondering if there could be a connection between the two episodes, receiving a totally negative answer. Since 2017 she reported occurrence of dissimilar and nonspecific subjective symptoms that in physician's opinion were not connected to micro-spirals. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in march 2013: bilateral occlusion confirmed; in october 2014: bilateral occlusion confirmed most recent follow-up information incorporated above includes: on 25-mar-2018: new reporter (physician); insertion procedure details; imaging exams (hysterosalpingogram); event inflammation in a bartolini gland treatment information (hospitalization due to bilateral marsupialization of bartholin's gland cysts); and physician¿s assessment causality between essure and the reported events (unrelated). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 29-mar-2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 10.413 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.